Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no disconnected flag, and the stations were communicating properly with the server. A technical support specialist ran the server downtime query and verified communication between the carefusion communication engine, and the es server was functioning correctly. The specialist logged in to the pyxis es system and confirmed under synchronization information that the stations were communicating with the server, as the last download, last upload, and last heartbeat were current. Additionally, the specialist accessed the health sight viewer and verified that no notices such as "etl data may not be current" or "patients/pharmacy information delayed/down" were present. The customer verified the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, did not receive medication orders and was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.